Manufacturer narrative:
(B)(4).

Event description:
The patient was in the ER with vomiting, diarrhea, and low blood pressure. It was unk if the pt had a pump refill recently. The healthcare provider was suspecting an overdose. The device system was used to deliver morphine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.